Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched which caused the soft cannula to measure out of specification, 28.11mm in length. Although the cannula was damaged, the timing and cause of the damage is unknown. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported leaking during wear. The cause of the leaking during wear could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 37 and 48 hours. During investigation, a tear was noted in the cannula, and measurements indicated that the cannula was stretched outside of specification. The device was originally reported for insulin leaking during wear.